Manufacturer narrative:
Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection under magnification found that the instrument had fractured and broke at an angle starting approximately .140" from the distal tip. The reminder of the hexalobe edges are slightly rolled over and deformed on one side. The other side is crisp and defined as manufactured. This indicates the instrument failed due to excessive lateral bending/fatigue stress. Users should not expect to see this type of failure when used in a twisting motion as intended. Additional information received by the sales rep indicated the detached section of the instrument was discarded by the user facility. It was not left in the patient.

Event description:
Instrument broke during case.